Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a crack in tubing. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the pump was also functionally tested. No anomalies were found with the cylinders and reservoir. Functional testing of the pump revealed that there was an anomaly since the pump did not pass the deflation and activation test. Based on the information available and analysis results, the reported clinical observation of fluid leak and hole perforated were not able to be confirmed. However, the functional anomalies identified in the pump could have caused or contributed to a non conformance with the device. B3: date of event is an approximate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a crack in tubing. There were no additional patient complications reported.